Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no adverse impact to the customer's blood glucose levels due to the alleged issue. The customer has manual injections available as alternate insulin therapy.